Event description:
The customer stated that the celldyn sapphire analyzer generated low results with no flags. The sample was repeated on a second analyzer due to delta checks and higher results were obtained. The sample was repeated on the original sapphire in the open mode and results were acceptable. Initial cell dyn sapphire results: wbc = 2,730/ul, rbc = 2.34x10e6/ul, hgb = 7.19 g/dl, hct = 22.5%, platelet(o) = 201,000/ul. Repeat results from 2nd celldyn sapphire: wbc = 11,000/ul, rbc = 3.77x10e6/ul, hgb = 12.3 g/dl, hct = 35.7%, platelet(o) = 277,000/ul. Repeat on original sapphire in open mode: wbc = 11,200/ul, rbc = 3.76x10e6/ul, hgb = 12.3 g/dl, hct = 35.6%, platelet(o) = 283,000/ul. No incorrect results were reported and there was no impact to patient management.

Manufacturer narrative:
Upon review of the customer's faxed data dispersional data alerts were seen on the initial run on the closed mode. Comparing the initial results with the second instrument (closed mode) and open mode shows some issue exists in the closed mode system. The celldyn sapphire system operator's manual (08h10-01), rev c) describes dispersional data alerts as limit set flags which are considered data flags which notify the operator that results for any or all parameters do not meet acceptance or cannot be displayed; they alert the operator to data conditions requiring further examination (pages 3-40). The operator manual states: "a result that falls outside a laboratory action limit can also indicate the need for the operator to follow a laboratory protocol, such as repeating the sample, performing a stained blood film review or notifying the physician. In cases where a cellular abnormality is present that alters cellular morphology to the point that the cells do not fit the criteria used by the instrument to generate a flag, dispersional data alerts may be the only flag(s) that will alert the operator to a potentially erroneous result." (Pages 3-55). The customer did respond as recommended in the operator's manual by repeating the sample. A field service representative (fsr) visited the account and found issues with the impedance transducer, the pcb probe detector and the pressure sensor. The fsr observed there were intermittent clot errors when no clots were present. The pressure sensor was replaced and the operation of the instrument was verified. Qc was all within specifications. In addition, the complaint analysis and trending system (cats) and trending analysis support system (tass) reports were reviewed and no adverse trends were identified. This is the final report.